Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken/damaged. The following information was provided by the initial reporter: tear (crack) in pestle 3 ml. Luer lock syringe. Lot number is unfortunately not known.

Manufacturer narrative:
Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a crack was observed in the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod cracked defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective action determination could not be performed.

Event description:
No additional information.